Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device was done, and the following was observed: a radial balloon burst with the distal balloon material pulled over the nose tip of the delivery system, and no balloon material was observed to be missing. Due to the nature of the device, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional testing was performed on the returned device. A single wall thickness test of the balloon around the burst was taken, as a thin wall can contribute to a burst, all measurements taken along the edge of the burst balloon met specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, sapien 3 transcatheter heart valve with edwards commander system, and device preparation manual. Based on this review, no IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the patient had a prior history of tricuspid disease, and had a 33mm medtronic hancock surgical valve in place. It is possible that the interaction between the balloon and the struts of the degenerating pre-existing valve could have compromised the balloon wall during inflation and caused the reported burst. However, without further information, this root cause is unable to be confirmed. Available information suggests that patient factors (pre-existing valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve transcatheter tricuspid valve replacement procedure for a 29mm sapien 3 valve, the commander delivery system balloon burst during inflation. The patient had a prior history of tricuspid disease, and had a 33mm medtronic hancock surgical valve in place. The plan was for a valve-in-valve procedure, and the physician was notified it was an off-label indication. The physician inserted a 26 fr gore dry seal sheath in the right femoral vein and advanced it without difficulty into the inferior vena cava (ivc). A small safari wire was placed into the right ventricle, and a 29 mm sapien 3 valve was crimped and valve alignment was performed outside of the body under fluoroscopy without difficulty. The valve markers were well-placed on the distal and proximal ends of the sapien 3 valve. The valve was inserted into the dry seal sheath (with no loader cap) without difficulty. The valve was advanced up the ivc and crossed the tricuspid bioprosthetic valve without difficulty. The flex catheter was pulled back, and rapid ventricular pacing was initiated. The valve was deployed using a slow, steady inflation with a final 90:10 deployment. When the entire 33 ml volume was inflated, the balloon ruptured on fluoro. The patient remained hemodynamically stable. The physician was able to carefully pull the delivery system with the ruptured balloon back into the 26 fr gore dry seal sheath. The system was removed and intact.